Event description:
It was reported that an over infusion of cytostatica occurred. The pump was set to deliver 20ml/hr and 500ml were delivered in less than 6 hours. There was no resultant pt complication.

Manufacturer narrative:
Manufacturer's report date 11/6/1998. The pump was not returned. However the mechanism was returned and evaluated. The orange mechanism latch was found to be broken and the mechanism gap was measured and found to have slightly narrowed the mechanism was installed into a lab pump and accuracy testing was performed. The pump was found to be within the +/-5% specification. It has been determined that if the gap becomes too narrow, it may become more difficult to correctly install the IV tubing, which may result in an overinfusion. In addition, the correct set loading procedure should be followed per the directions for use (page 9) which states "close the mechanism by pushing the orange latch to the left. Verify that the tubing is fully within the mechanims and the air in line detector do not use the door to close the orange latch" the MFR has implemented a label instructing the user on proper loading of the IV set with a warning that misloading the set may result in a freeflow condition. A safety alert, dated 4/11/1997, has been mailed instructing the user to:a) measure the mechansim gap b) replace the follower housing assembly if necessary c) ensure that the set is correctly loaded into the pump mechanism. The broken orange latch would not have contributed to the reported overinfusion. The MFR has implemented a more robust material to reduce latch breakage.